Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-02666 & 03475). Product location unknown.

Event description:
Patient underwent a left hip revision procedure four days post-implantation due to disassociation of the acetabular liner from the cup. It was further reported that the choice of locking ring that was initially implanted may have contributed to the disassociation. The liner, locking ring, and modular head were removed and replaced.